Event description:
This report is being filed after the subsequent review of the following literature article, ghoneim, a. (2011). The unstable nonunited scaphoid waist fracture: results of treatment by open reduction, anterior wedge grafting, and internal fixation by volar buttress plate. J hand surg, 36a. The purpose of this study is to evaluate the results of treatment of unstable nonunited scaphoid waist fracture by anterior wedge graft and internal fixation with the use of volar buttress plate and screws. The study included 14 adult male patients, with a mean age of 26 years (range, 20-36y), and the mean duration of the nonunion before surgery was 16.5 months. Results included one fracture nonunion (case 9) that failed to achieve union after 10 months of follow-up. This is report 2 of 2 for (B)(4). This report is for an unknown screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.